Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the caller daughter mentioned the device hasn't worked for years. Technical services had to call back to get hcp information troubleshooting was not required. The issue was not resolved through troubleshooting. No further patient complications are anticipated or expected as a result of this event.